Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was on (B) (6) 2008, and during the procedure, a 3.5 x 12 xience v stent was deployed in the mid lad lesion with no pre-dilatation (direct stenting performed). There were no pt or product issues noted at the time of the procedure. However, on (B) (6) 2009, the pt returned with chest pain/shortness of breath with exertion that had been going on for two months. The pt saw the cardiologist on (B) (6) 2009, and set up a stress test for (B) (6) 2009. A diagnostic coronary angiography was done and percutaneous coronary intervention was performed on (B) (6) 2009, in the target lesion (lesion treated at index procedure). The outcome of the adverse event resolved on (B) (6) 2009, and the pt was discharged from the hospital on (B) (6) 2009. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). Restenosis and angina are known adverse events as listed in the product instructions for use (IFU). Additionally, restenosis, angina, dyspnea, and hospitalization are listed in the risk assessment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency. Pre-dilatation was not performed before the xience v stent was deployed. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications."